Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed open wounds underneath the therapy electrodes on her back and underneath the left breast. Patient has a cut underneath the left breast from the skin being rubbed raw. The patient's nurse applied patches on the skin as well as a cream to the affected area. During a follow-up, it was reported that the patient's irritation improved after being treated by the wound care specialists in the hospital.